Event description:
During evaluation of a returned spectrum pump, the device turned off unexpectedly when tested in battery mode. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device turned off unexpectedly when tested in battery mode. A review of the event history log (ehl) revealed occurrences of improper shutdown message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the depressed battery pin contact on the rear case due to a dried liquid substance. The back flex battery contact pin will be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.